Event description:
The tech reported that the brake casters will not stop the bed from rolling when the brake is applied. The bed was located in the hill-rom svc ctr. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the rubber on the brake caster wheels is worn causing the brakes to not hold when engaged. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.